Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor, found cannula bent. Unable to confirm if customer received sensor damaged, due to customer returning sensor opened/used.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 220 mg/dl and a sensor glucose level around 70 mg/dl. The customer removed the sensor and reported that the cannula was bent. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.